Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on this right atrial (ra) lead. (B)(6) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. There was evidence that the patient required atrial pacing prior to the rrt (respiratory rate trend) artifact and that there was likely inhibition of atrial therapy as a result of the oversensing. (B)(6) discussed troubleshooting and programming options. The plan is to reprogram the device. The device remains in service. No adverse patient effects were reported. Additional information received indicated that there was intermittent atrial loss of capture (loc) this right atrial (ra) lead. The ra impedance measurements were out of range measuring greater than 3000 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).